Event description:
It was reported that (1) atw45 was used during an unknown procedure. It was reported by the rep that the materials coordinator was given the device by a staff member with no procedure and surgeon info. Was told device "misfired". No other detail regarding this case. There was no patient consequence to patient.